Manufacturer narrative:
Awaiting prod return to conduct quality investigation.

Event description:
Consumer called to report readings with her plink meter. Analysis run on clark error grid using mean avg. Readings (64) as ref point vs. Bd readings (34,75,78) yielded data points in the d range of the grid, outside of acceptable limits.